Manufacturer narrative:
The report of that a patient did not receive the correct dosage was not confirmed. The intended programming was not provided, and the only information provided was ¿the drugs in question are epinephrine, norepinephrine and vasopressin.¿ the pcu event log shows three pump modules were used to infuse the medications in question (epinephrine, norepinephrine and vasopressin) on (B)(6) 2020. Pump module s/n (B)(4) was used to infuse epinephrine 5mg/250ml (drugid 129). Pump module s/n (B)(4) was used to infuse norepinephrine 4mg/250ml (drugid 269) and also norepinephrine 8mg/250ml (drugid 270). Pump module s/n (B)(4) was used to infuse vasopressin 25unit/250ml (drugid 345). The devices were not returned for investigation. The root cause of the report that a patient did not receive the correct dosage was not identified. Log review only.

Event description:
It was reported that the patient did not receive correct dosage. They are particularly interested in a keystroke analysis of the devices infusing epinephrine, norepinephrine, and vasopressin. There was no patient impact.